Manufacturer narrative:
E1 initial reporter phone number: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation following a non-dbs related procedure. The patient developed hypomimia, hypersalivation, movement disorders, difficulty swallowing, as well as charging and communication issues with their implantable pulse generator (ipg). The patient underwent a revision procedure wherein their ipg was explanted and replaced. They were doing well postoperatively.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation following a non-dbs related procedure. The patient developed hypomimia, hypersalivation, movement disorders, difficulty swallowing, as well as charging and communication issues with their implantable pulse generator (ipg). The patient underwent a revision procedure wherein their ipg was explanted and replaced. They were doing well postoperatively. Additional information was received that the patient underwent bipolar coagulation during the ipg replacement procedure. Per the physicians implant manual, electrocautery can transfer destructive current into the dbs leads and, or stimulator.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The returned implantable pulse generator (ipg) underwent a visual inspection and showed no abnormalities. However, it could not be recharged using a known good charger, despite multiple attempts. Consequently, data logs could not be retrieved or analyzed, and functional tests were not able to be performed. The allegation of inadequate stimulation was confirmed. Upon further investigation, the ipg was dissected, revealing excessive sleep current and low resistance at a node where high resistance was expected. This indicates damage to the application-specific integrated circuit (asic) chip, likely caused by exposure to external high voltage or high current transients.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation following a non-dbs related procedure. The patient developed hypomimia, hypersalivation, movement disorders, difficulty swallowing, as well as charging and communication issues with their implantable pulse generator (ipg). The patient underwent a revision procedure wherein their ipg was explanted and replaced. They were doing well postoperatively. Additional information was received that the patient underwent bipolar coagulation during the ipg replacement procedure. Per the physicians implant manual, electrocautery can transfer destructive current into the dbs leads and, or stimulator.